Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The customer indicated that no sample was available for return. Although the complaint could not be confirmed and the cause could not be determined, incorrect removal technique is a potential contributing factor to the reported issue. The customer reported that before breaking, the needle first bent. Proper removal technique involves "withdrawing the catheter by applying traction while rotating the syringe and catheter clockwise." The ez-io needle instructions for use states "maintain axial alignment during removal, do not rock or bend the catheter." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the needle bent and broke inside the patient. The needle was left in the patient because it broke off under the skin.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the needle bent and broke inside the patient. The needle was left in the patient because it broke off under the skin.